Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the device was thoroughly analyzed. High powered visual inspection confirmed the presence of a weakened header bond. A review of device memory found a shorted lead fault was recorded on (B)(6) 2016. This was followed by an additional fault of a charge time exceeding 45 seconds, causing the device battery status to declare elective replacement indicator (eri)/end of life (eol). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). Analysis determined that the device header became loose from the case while it was implanted, allowing fluids to flow into the location of the header wires. These fluids most likely caused the shorted lead condition which then resulting in the plasma fuse becoming damaged (open) during a charge. The open plasma fuse then caused the charge time to exceed 45 seconds and the subsequent declaration of eri/eol. This device is part of the subpectoral implant advisory, initially communicated on december 1, 2009. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that during a normal upgrade to a biventricular device, the patient with this implantable cardioverter defibrillator (ICD) went into cardiac arrest. A stat shock was attempted; however, the device took a long time to charge and then it displayed a code 1007, indicating that a charge time which exceeded 45 seconds had occurred. A second attempt for a stat shock was made and it did deliver therapy. The patient did not respond; CPR was administered and the patient's pulse recovered. The ICD was then explanted and successfully replaced. During its removal from the pocket, the header came off of the case. Close inspection of the header revealed impressions on either side. The ICD will be returned for laboratory analysis. No additional adverse patient effects were reported.